Event description:
Reportedly, vega r52 lead was explanted due to capture threshold and impedance measurements increasing several months after implantation.

Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Analysis of the returned lead showed mechanical and dimensional parameters within specification. Electrical tests performed revealed that the inner and outer electrical conductivity were conform to specifications, as well as adequate insulation between electrical lines on the proximal and the distal part of the lead. In-depth tests performed on a second microport crm expertise site revealed an insulation failure between the two electrical lines (inner and outer coil), caused by an alteration of the inner tube, resulting in a short-circuit between them. This finding can explain the reported electrical issues with this lead. The investigation results are retained and used for trending purposes. Please refer to the attached report.

Event description:
Reportedly, vega r52 atrial lead was explanted due to increased capture threshold and low impedance measurements with noise present approximately one year after implantation.